Event description:
The customer reported the system intermittently will not fluoro during set up test shots. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the camera and performed a beam alignment and collimator calibration. Customer will repair lemo connector. (B)(4).